Manufacturer narrative:
.The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported of a button error alarm from the insulin pump.